Event description:
It was reported to philips that during the procedure, there was a problem with the dsa tube, which could not expose. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the myocardial infarction surgery. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and identified that the system was unable to produce exposure. A review of the system logfiles, found that the flow switch of clm was defective. Upon troubleshooting actions, fse reseated the connect cables on clu and xsc, but issue was not resolved. Fse identified that the clu flow switch was defective. Fse replaced the certeray in another case. After replacement, the system was returned to use in good working order.